Event description:
Caller states a nurse reported a patient tested 1.8 inr on the coaguchek xs system, however the result was not found in the meter memory. She does not think the nurse actually got a result on the meter, is lying, and reported a false result. There are 3 tests taken after that and are stored correctly in the meter. Approximately 8 hours later the patient returned to the facility with a decreased level of consciousness; the patient was suspected of having a gastrointestinal bleed. The patient's inr result was too high to be tested using a lab system; prothrombin time (pt) returned as >130 seconds (the reading range for the coaguchek xs system is 9.6 - 96.0 seconds). The patient was treated with IV vitamin k and her condition improved. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.